Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings. The customer¿s blood glucose was 559mg/dl and the sensor glucose was 72mg/dl at the time of the incident. The customer's blood glucose level was 372mg/dl at the time of the call. The customer treated the high with manual injection. The customer was assisted with sensor glucose versus blood glucose troubleshooting. The customer mentioned experiencing another high blood glucose level of 538mg/dl and treated with insulin pump and manual injection and went down to 192mg/dl. The insulin pump will not be returned for analysis.